Event description:
Event description boston scientific crm received information that this transvenous defibrillation (rv) lead was exhibiting pacing lead impedance measurements over 3000 ohms with complete loss of capture. It was reported that the patient had fallen on their left side. Rv lead fracture or dislodgement was suspected. Additional information was received that this rv was surgically capped and another rv lead was successfully implanted. No adverse patient symptoms were reported. Patient's historical data was reviewed due to a recent observation with a competitor's right ventricular (rv) lead. It was determined that the previous 2007 observations actually pertained to a dedicated rv pace/sense lead, as the pace/sense portion of the defibrillation lead had been surgically abandoned several years prior to the 2007 event. In 2007 it was the dedicated pace/sense rv lead that was surgically abandoned and replaced with a competitor's rv lead.

Manufacturer narrative:
According to the available information, this rv lead was successfully replaced. No additional information is available at this time. Should additional information become available, this event will be updated.